Event description:
Request: image noise. Detail: image distortion occurs upon connection. Position: possible water leakage at the connector. Operation: immediately upon connection. Frequency: almost every time. Troubleshooting: completed.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.